Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that while the pt's wife was changing the dressing, she cut the driveline approx 3-4" from the exit site. The system controller immediately went into back up mode, the system controller was exchanged, and the pt was transported to the hosp. The driveline was evaluated at the hospital and was 2.5" from the exit site. The damage to the driveline was limited to the bionate and no damage to the wires or grounded mesh was found. The cut was repaired with some silicone adhesive and rescue tape.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.